Event description:
Patient reported their teeth have broken from the byte aligners and they need to be extracted. They also reported that their dentist provided a letter in 2023 informing byte that they do not need treatment but byte had let them continue in 2024 and they were not to do so.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.